Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer also reported that the insulin pump alarmed several times and the device was stuck in the alarm loop. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.